Event description:
Procedure: thoracotomy. According to the reporter: the load clamped and fired partially but did not allow the surgeon to complete the firing after one squeeze and the device would not unclamp for removal. The stapled load locked on tissue during resection. The surgeon then applied another load next to the first load and cut around the unfired/unclamped load. Additional tissue was resected in order to remove the load that was stuck on tissue.

Manufacturer narrative:
(B)(4).